Event description:
The event is reported as: the staples inside got stuck thus the stapler is no longer functional. It is unk if the stapler was used on a pt. No pt injury reported.

Manufacturer narrative:
Device evaluated by MFR: the device sample was received for eval. The results of the eval are not available at the time of this report. The results of the investigation are not available at the time of this report.